Event description:
It was reported: patient developed pain in knee as well as swelling 4 months prior to revision surgery. Diagnosis was determined to be failed left total knee arthroplasty. The patient underwent a revision of left total knee arthroplasty, patella and tibial.